Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI:(B)(4). Correction: is this a single-use device? : it was inadvertently missed on the initial report that the device involved was not re-processed or re-used. It was inadvertently missed on the initial report that there was no surgical delay as a spare device was readily available for use. Furthermore, there was no medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required. Additional information: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via e-mail that during a shoulder arthroscopy there was a failure in the operation of the vapr electrode cautery and did not work. The apparatus and handpiece (pen) were connected but it did not coagulate or cut. They tried restarting the device, disconnecting and changing the settings and still it did not work. There was no severe harm reported to the patient as the bleeding was minimal and the doctor remained calm and completed the surgery successfully.